Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that right ventricular (rv) lead tip has separated from the anode and lead body but, the conductor of the cathode was still intact. Boston scientific technical services (ts) discussed that this lead looks compromised and lucky that it is even functioning at this point therefore consider lead replacement. To date, the lead was surgically abandoned and a new lead was implanted. No additional adverse patient effects were reported.